Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 6935m55 lead implanted: (B)(6) 2013; competitor 1688t lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient developed severe sepsis and endocarditis. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) lead were explanted. The patient received bristopen, rocephine, and cubicin medication. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) clinical study.